Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number was not reported, and the device was not returned. It is possible that interaction/friction with the anatomy after the procedure resulted in the reported fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the patient was treated with a non-abbott stent and the procedure was completed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction/friction with the anatomy after the procedure resulted in the reported fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the patient was treated with a non-abbott stent and the procedure was completed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog, lot, UDI numbers updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2024, to treat a lesion in an unknown vessel. The 8-6 x 40mm xact carotid self-expanding stent (ses) was implanted with no noted issues. On (B)(6) 2025, it was noted that the 8-6 x 40mm xact stent was fractured. The patient was treated with a non-abbott stent and the procedure was completed. No additional information was provided.